Event description:
During a rotational atherectomy procedure, the wire kinked. While advancing a burr along the wire, resistance was encountered. Therefore, the burr was removed, and a maverick otw balloon catheter was advanced over the wire. The wire was then removed. Upon removal, a kink in the wire was noted. No patient injuries or complications were reported.